Event description:
It was reported that the user experienced intermittent signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas while using the cgm, with glucose readings returning during the call without intervention and blood glucose levels remaining stable. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury, no medical assistance, and no hospitalization. User support included customer communication and real-time observation, with education on cgm connectivity. Investigation of this case revealed transient communication disruption limited to the cgm-to-ilet connection, with spontaneous recovery and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of cgm signal to the ilet due to connectivity factors.